Manufacturer narrative:
Corrections: h.6 updated. Complaint allegation is confirmed. One unpackaged ar-13999mf, fastpass scorpion, batch number: 15014154, was received for investigation. Visual evaluation noted that the tip was not welded. Functional testing noted that the moving jaw wasn't grasping. The most likely cause for the reported failure can be attributed to a manufacturing issue. CAPA-0348 has been opened to address this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
A sales representative reported that an ar-13999mf fastpass scorpion jaws on the end of the device will not consistently hold tissue and will repeatedly misfire during use. The patient was not affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-13999mf, fastpass scorpion, batch number: 15014154, was received for investigation. Visual evaluation noted no issues with the exterior of the device. Functional testing was performed by inserting an ar-13995n scorpion needle batch number: 1491051z into the complaint device and it was noted that the device functions as intended, the needle fired and passed the suture through the practice pad as required.